Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) was found to have a damaged pneumatics interface cable.

Manufacturer narrative:
Additional info: event site postal code - (B)(6). Additional poc: (B)(6). The getinge field service engineer (fse) that found the damaged pneumatics interface cable replaced the cable and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Equipment repaired successfully and left in safe working order.

Event description:
N/a.